Manufacturer narrative:
Event 1: (B)(4). We received a used connector and other companies pump. The connector lid was locked. Bbaj investigation result: visual inspection: not abnormality was found. Functional test: catheter tensile strength test: catheter was connected with catheter connector and determined the strength. Result: 9.2 n (spec>5.5n) the tensile strength of catheter + catheter connector were met specification. Others: when the unused catheter was connected to the received sample of the connector, catheter was able to be inserted without resistance. End of catheter was able to be inserted up to marking area into catheter connector and could lock tightly. We confirmed the inserted catheter was not able to be removed easily. Justification: this complaint is not confirmed. The product design is being updated to increase the force required to open the catheter connector under change control: hc-chc-m-div-1306. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
Event 1: as reported by the user facility ((B)(4): a case of catheter withdrawal has been reported. No health damage to the patient.